Manufacturer narrative:
The consumer communication provided the date of the procedure and the surgeon's name. Intuitive surgical, inc. (Isi) records indicate that the surgeon performed two hysterectomy procedures on that date. There is insufficient information to determine which procedure is the one reported; therefore, no system logs or information regarding the instruments or accessories are available. Section e initial reporter: the listed report source is a consumer that provided the limited information, but is not the patient. Section e reporter name and email are for the consumer. The site name and address were provided by the consumer as the hospital where the event occurred.

Event description:
It was reported by a consumer that during a da vinci-assisted hysterectomy procedure, a complex rectal injury occurred which required intra-operative repair, a flexible sigmoidoscopy, and creation of an end colostomy. It was alleged that unspecified da vinci products contributed to the event. No additional information was provided. Multiple attempts to contact the reported surgeon and other hospital personnel were unsuccessful.